Event description:
Vascular occlusion [vascular occlusion]; discoloration [injection site discolouration]; little pain [injection site pain] ; dryness [injection site dryness] ; infection [injection site infection]; rha redensity on glabellar lines [off label use] ; redness [injection site erythema] . Case narrative: united states report received from physician via company representative on 19-nov-2023 and refers to a female patient of unknown age who had received on (B)(6) 2023 a rha2 and rha redensity for unknown indication. A volume of 0.1 ml of rha2 and unknown volume of rha redensity was applied on glabellar lines via needle injection technique. It was not reported if cannula was used for rha2 administration. Patient's medical history included scar near right brow, insect bite, ear drainage, spray tan. Patient' family history included heart disease and cancer. Patient was not pregnant and had no allergies to medications or other substances. Patient was non-smoker and never consumed alcohol. Concomitant medication included lipotropic and food supplements were not provided. On (B)(6) 2023, the patient came in for treatment of a scar near right brow and she had also received an insect bite near this area a day or two. Per the injector, the patient was treated with (B)(4) units of jeuveau and then rha2 (injector initially mentioned rha redensity and then said rha2 - the injector was inconsistent with information). It was reported that the injector is not licensed nor has a medical background. On (B)(6) 2023 (the following day), the patient reached out to injector regarding discoloration and a little pain and dryness in the area she was injected. Redness and area of ¿infection¿ extends down the nose and up forehead. Primary reporter (physician) reached out to another physician for treatment of the vascular occlusion as he had experience treating these aes. On (B)(6) 2023 (reported as this morning) injector met with patient and administered (B)(4) vial of hylanex and the following medications: aspirin once a day, augmentin twice a day, medrol 3 times a day (as directed on the packaging), and topical antibiotic cream every 4-6 hours to the affected area. Injector had patient sending periodic progress pics. Pictures of the patient were provided for the following periods: before treatment with toxin and filler, saturday night ((B)(6) 2023) (when the patient reached out to the injector), sunday morning and monday morning. At the time of this report, outcome of the events was resolving. The intensity of the event was not provided. It was unknown if product was available for return. Health effect - clinical code: 2422, obstruction/occlusion; health effect - clinical code: e2111, injection site reaction; health effect - clinical code: e2111, injection site reaction; health effect - clinical code: e2111, injection site reaction; health effect - clinical code: e2111, injection site reaction; health effect - clinical code: e2111, injection site reaction; health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Follow-up information received from the primary reporter (physician) on (B)(6) 2023: new information included patient's initials, medical history, co-suspect medication (jeuveau), updated date of rha2 and rha redensity treatment, new event of vascular occlusion, additional corrective treatment, updated onset date of events and outcome of events, and the pictures of the patient's condition before and after the treatment. Case comment: a causal relationship between the rha2 and the reported serious event (requiring intervention) of vascular occlusion is assessed as possible based on the compatible temporal relationship and localization although alternative etiologies include improper injection technique and the fact that the injector is not licensed and does not have a medical background. Non-serious events of injection site discoloration, injection site pain, injection site dryness, injection site infection and injection site redness were co-reported. Whether a final diagnosis was established and whether the non-serious events are symptoms of the reported vascular occlusion is not clear at the time of this report. It is noteworthy that an insect bite near this area occurred a day or two before the injection. Per the injector, the patient was treated with 8 units of jeuveau and then rha2 (the injector initially mentioned rha redensity and then said rha2 - the injector was inconsistent with information, to be clarified). The company will continue monitoring the benefit-risk profile for the product.